Manufacturer narrative:
The facility returned one used sample. The visual inspection was not acceptable, there was a high degree of residual blood present. The sample failed the functional eval. Review of the product reporting database revealed no similar reports have been received for lot#ue106419.

Event description:
The device was received from the facility with a report of "blood backed up into cap which caused lumen of PICC to be clotted." Despite baxter's efforts to obtain additional info from the reporting facility, details were not available regarding pt injury or need for medical intervention. No additional info was available.